Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in bd experienced leakage. The following information was provided by the initial reporter: when using the hypo, it found that it occurred leakage.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in bd experienced leakage. The following information was provided by the initial reporter: when using the hypo, it found that it occurred leakage.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2007118. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. However, the retained samples did not reveal any signs of defect upon inspection. Based on the provided feedback, it is possible that this reported incident was a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or within the plunger assembly machine. H3 other text : see h10.